Event description:
It was reported that, the "ready indicator" is showing when there is no battery installed.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was returned by the user facility. Evaluation of the device was unable to confirm any malfunction. The device was fully tested and passed all performance specifications.